Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient received a blood glucose result of 25 mmol/l on her performa combo system. The patient experienced elevated blood glucose symptoms of vomiting and dyspnea. The patient was transported to the hospital. At the hospital the patient was diagnosed with ketoacidosis. The type of treatment received was not provided. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019.